Event description:
It was reported that the device could not release the lv lead during device change out due to eri.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of header issue was confirmed in the laboratory. The majority of the header was not received. The lead bore diameters were measured on the return sections of the header. Both a lead and lv lead tip bores were smaller than the lower spec.